Event description:
It was reported that the patient was experiencing ectopic beats versus far field r-wave (ffrw) oversensing on presenting electrogram. It was also reported that the ra lead exhibited potential atrial lead under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.